Event description:
It was reported "the balloon damaged when the catheter inserted into the body". To continue therapy, another catheter was inserted . The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned within a cardboard box and was in a sealed bio-hazard bag. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was noted tethered to the short driveline tubing. The iabc bladder was fully unwrapped. A kink to the iabc central lumen within the flex-tip assembly area at approximately 5.3cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 49.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using in accordance with testing methods from manufacturing procedure. Two leaks were immediately detected from the bladder membrane. Under microscopic inspection, the leak sites are consistent with contact from a sharp object and were noted approximately 23.7cm and 24cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.2cm and 50cm from the iabc distal tip, which are the locations of the previously noted kink and bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon damaged when the catheter inserted into the body" is con-firmed. During the investigation, two punctures consistent with contact from a sharp object were found the on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the bladder leaks. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon damaged when the catheter inserted into the body". To continue therapy, another catheter was inserted . The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".